Event description:
False positive covid test. I test every monday. This week's came back positive, but when I re tested on wednesday the results came back negative; no symptoms. Mako medical. FDA safety report ID# (B)(4).